Event description:
Healthcare professional reported, a left side rupture. Healthcare professional, also reported, "left breast malposition", "left breast is also slightly smaller than the right" and "left side fold and palpable. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as fold flaw opening. Crease/folding of implant-breast: observed, fold creases. Visibility/palpability-breast: unable to observe, since it is not related to the device. Malposition-breast: unable to observe, since it is not related to the device. As per the investigation procedure: non-penetrating nick, particles and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional also reported "left breast malposition," "left breast is also slightly smaller than the right," and "left side fold and palpable. The device has been explanted and replaced.